Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report stroke, requiring medication. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. One clip was implanted with no reported issue, reducing mr to grade 1. The same day, post-procedure, the patient had a stroke. The cause of the stroke is unknown. Blood thinners and other medication was given. The patient was stable and discharged. There was no clinically significant delay in the procedure and no further adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported cerebrovascular accident could not be determined. Furthermore, the reported patient effect of cerebrovascular accident is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported medication and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.